Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During a trans-catheter aortic valve implant (tavi) procedure, a blood leak was occurred. The hemostasis valve did not function properly when used for a predilution of a stenotic aortic valve during the case. A non abbott device was used to continue the procedure with no consequences to the patient.